Event description:
It was reported by the rep the device was used during a laparoscopic herniorrhaphy. It was reported after approximately eighteen to twenty staples were fired, two staples released simultaneously. One formed into the tissue. The other was unformed. The surgeon requested the device be inspected. There was no consequence to the pt.